Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation found the primary failure of thermal damage to the bipolar yaw pulley, to be related to the customer reported complaint. The instrument was found to have thermal damage on the bipolar yaw pulley between the grips. The bipolar yaw pulley exhibited localized melting damage at the grip base between the grips. The instrument passed the electrical continuity test. This failure root is most commonly caused by insulation degradation and carbonized tissue creating a conductive path.

Event description:
It was reported that during the manual inspection/washing of the fenestrated bipolar forceps instrument the customer noticed a small piece of plastic had fallen off and could be seen through a magnifying glass. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no fragment fallen inside the patient and no post-operative test performed.